Event description:
It was reported to philips that the stand movements were partly unavailable. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned/non-emergency treatment. The procedure was completed as planned by moving patient to another room. It was reported to philips that the stand movements were partly unavailable. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely, and found stand movement partly unavailable due some mis adjustment. To resolve the issue, rse instructed customer to turn off brake for prop movement, manually move c-arm to zero position, then log out of fsf, and test system. After replacement the device returned to good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.